Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage with lot 3195146 regarding item #383647. A review of the applicable aeura rm5769 rev27(aa) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva leaked. The following information was provided by the initial reporter, translated from chinese to english: when used in the radiotherapy department, the infusion connector leaked and the defective product could not be returned, a claim was required, a complaint response letter was required, and a complaint receipt letter was required.